Event description:
The manufacturer received information alleging a ventilator failed to power up. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's ac power connector was found to be damaged. The ac cable needs to be replaced to address the issue. No repairs were performed. The device was scrapped.